Manufacturer narrative:
Per the tandem user guide - never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 550 mg/dl. Bg was addressed via a correction bolus. Reportedly, the alarm was cleared and insulin delivery was resumed. Additionally, the customer did not perform the cartridge air removal step, and customer was reusing insulin from old cartridges. System check with tandem technical support confirmed the pump was functioning as intended.